Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph shows a microintroducer sheath on a paper towel. While the sheath appears to be unpeeled, the distal tip is observed to be torn and buckled. Blood and use residue can be observed on the microintroducer and the towel; however, no other damage can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when inserting the most peelable dilator, it is evident that the peelable dilator has an open tip and retracts like a flower. Because of this, it is necessary to request a new medical device. No harm occurred, medical device replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.